Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave pfa catheter was selected for use. The farawave catheter was flushed through the center lumen and the flush port, and the guidewire was advanced into the center lumen at the base of the handle before checking the deployment of the array. The farawave catheter was advanced into the sheath, but when attempting to aspirate and flush, it was noted that the guidewire couldn't advance into the catheter shaft. The guidewire was caught in the farawave catheter lumen, and issues were noted when pulling the guidewire back. Force was required to remove the guidewire and a severe kink was observed in the guidewire after its removal. An attempt was made to advance another guidewire into the catheter, but this guidewire also could not be advanced through the catheter and out the tip. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.